Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was prompting a control solution test every 100 tests prior to applying the sample. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred on (B)(6) 2013 at approximately 3pm. The patient reported testing 3 times a day. It is unknown if the patient takes any medications for diabetes or if she made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported she developed symptoms of feeling like she was going to pass out. The patient reported she went to a doctor¿s office on (B)(6) 2013 at 9:30am and was given a blood glucose test only. The results of the test were not reported. At the time of troubleshooting, the cca was able to determine this was not the first time the meter had been used and the alleged issue was not resolved with a walk through retest. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter passed testing with no faults found. The primary complaint was not reproduced. The meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.